Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient received an insulin occlusion alert and was unable to complete the fill-tubing process, which resulted in an ¿unable to proceed¿ alert. The patient stated that they were running low on cartridges and connectors, and replacements were arranged. The patient then performed a full supply change with assistance, including placing a new infusion site on the abdomen, and insulin delivery subsequently resumed. The patient¿s blood glucose levels were affected, with a reported high of 274 mg/dl. The patient was unsure how long glucose levels had been elevated but noted a reading of 200 mg/dl upon waking. No backup therapy, ketone testing, medical intervention, or additional assistance was used. The patient reported experiencing nausea during the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.